Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays for a total of four patient samples. Of the data provided, only the results for three patient samples were discrepant. Patient 1: the initial crep2 creatinine plus ver.2 result was approximately 16 mg/dl. The patient was redrawn and the result was 1 mg/dl. The original sample was repeated on (B)(6) 2017 and the result was 1.3 mg/dl. The patient was sent to the ER based on the original result, but was not admitted. The patient was sent home. Patient 2: on (B)(6) 2017, the initial crep2 creatinine plus ver.2 result was 12.3 mg/dl with a data flag and was reported to the doctor. The doctor questioned the result and a new sample was drawn from the patient with a result of 1.2 mg/dl. The original sample was repeated and the result was 1.0 mg/dl. Patient 3: on (B)(6) 2017, the initial gluc3 glucose hk gen.3 result was 688 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 76 mg/dl which was believed to be correct result. The initial result was used to diagnose the patient who was sent to the ER. The doctor was informed of the corrected repeat result. Information concerning if the patient was admitted to the ER was requested, but it was unknown. No adverse event was reported. The creatinine reagent lot number was 15403501 with an expiration date of 02/28/2017. The glucose reagent lot number was 16058001 with an expiration date of 09/30/2017. The field service representative found the high concentrate waste vacuum tubing had split and he replaced the tubing. He ran mechanism checks with no errors and precision testing. The customer ran calibration and qc with all results within specifications. Further investigation confirmed the issue found by the field service representative to be the root cause of the event.